Manufacturer narrative:
The complaint device, sapien m3 valve - model 9880tfx29mclus, is not sold or marketed in the us; however, it is deemed similar to the sapien 3 transcatheter heart valve - model 9600tfx29, PMA # p140031. The PMA/510k field will be blank. The investigation is ongoing.

Event description:
As reported from a clinical study, approximately 8 months 24 days post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien m3 valve, the patient was admitted to the hospital for shortness of breath and was diagnosed with worsening heart failure. A transthoracic echocardiogram (tte) was performed revealing significant stenosis of the implanted mitral valve. Additional information was received revealing the patient had a transthoracic echocardiogram (tte) performed at an outside hospital which showed the mitral valve mean gradient was 19 mmhg. There was also mild mitral regurgitation. The patient then underwent a computed tomography (CT) which confirmed there was hypoattenuated leaflet thickening (halt). The patient was noted to be symptomatic, and the anticoagulation was changed to warfarin, bridged with heparin and angiomax. Subsequently, additional information was received via medical records revealing at the patient's 6 month follow up, an echocardiogram was performed, and the mean valve gradient was noted to be 7 mmhg with trace regurgitation and a mitral valve area (mva) of 1.8 cm2. Approximately 8 months 17 days post tmvr procedure, the patient was admitted to the hospital with progressive dyspnea for approximately 4 days. A tte was performed, and it showed very severe bioprosthetic mitral valve stenosis. Approximately 8 months 24 days post tmvr procedure, a CT angiogram with contrast was performed and there was moderate to severe 3 cusp hypoattenuated leaflet thickening (halt) with moderately reduced mobility observed. A tte was also performed, and the mean mitral valve gradient was observed to be 10 mmhg. The regurgitation was observed to be trace. The findings were noted to be consistent with stenosis of the prosthetic valve. The patient was treated with warfarin, heparin and angiomax. After treatment, the patient was discharged.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation; however, there were medical records provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve stenosis, thickened valve leaflet and restricted valve leaflet motion that resulted in hospitalization and medication being given to treat were confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on stenosis, leaflet thickening, and restricted leaflet motion events that occur post-implantation of the valve. Per the technical summary, stenosis is a valvular disease characterized by narrowing of the mitral valve orifice and a reduction in the mitral valve area. Based on the technical summary, there has been no evidence to support that reported events are related to design and/or manufacturing nonconformances. During the manufacturing process, the sapien m3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the medical records, at the 6-month follow up post implantation, the mean valve gradient was 7 mmhg with trace regurgitation and a mitral valve area of 1.8 cm2. Approximately 8 months 17 days post implantation, the patient was admitted due to progressive dyspnea. A transthoracic echocardiogram (tte) performed showed severe mitral valve stenosis. A computed tomography (CT) performed approximately 7 days later revealed moderate to severe 3 cusp hypoattenuated leaflet thickening (halt) with moderately reduced mobility. Another tte was performed, and it showed the mean valve gradient was 10 mmhg. The patient was then discharged approximately 4 days later after treatment with warfarin, heparin and angiomax. In regard to the thickened valve leaflet, there was no indication of leaflet thickening or associated symptoms at the 6 month follow up. Approximately more than 2 months later, the patient was treated with anticoagulants (warfarin, heparin and angiomax) prior to discharge. It is possible the leaflet thickening was due to thrombosis and/or inadequate anticoagulant therapy. As such, the available information supports the leaflet thickening may be due to patient factors (thrombosis and/or inadequate anticoagulant therapy). In regard to the valve stenosis and restricted valve leaflet motion, moderate to severe hypoattenuated leaflet thickening (halt) was noted on all three cusps. As such, the available information supports the stenosis and restricted valve leaflet motion may be due to patient factors (leaflet thickening). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.